Event description:
An account manager reports that a surgeon has a patient who, following intraocular lens (iol) implant surgery, has a 1-2mm decentered lens and blurry vision. Additional info, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 11/21/2007. Additional info was requested 10/31/2007 and 11/09/2007 by mail, fax, and phone. A completed questionnaire has not been returned.